Event description:
It was reported that a 44 yr old female patient underwent clarifix cryotherapy in conjunction with a septo/turb procedure presented with post operative bleed at site of clarifix cryotherapy 17 days post procedure. There were no complications noted at time of the initial surgery. The patient has been taking moderately high amounts of aspirin which may increase the risk of bleeding as listed in the labeling as a potential side effect. The physician treated the patient in the or to cauterize the sphenopalatine artery and adjacent mucosal oozing in the nose. The patient was hospitalized overnight post procedure. There has been no additional nasal bleeding post operation and the patient was noted to be recovering well with no permanent damage was reported.

Manufacturer narrative:
The lot number is unknown; hence a full UDI is not available at this time.